Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the blackbox history indicated that the patient manually changing time from (B)(6) 2011 at 23:58 to (B)(6) 2011 at 00:01. Thereafter, patient again manually changed date from (B)(6) 2011 at 22:00 to (B)(6) 2011 at 22:02. Due to manual time/date change, the total daily dose history recorded twice the basal deliveries. During investigation, the pump accurately delivers 1.00 units/hr for 24-hr period without interruptions; at the end of test, pump accurately recorded delivery amount in tdd history.

Event description:
The patient and a family member reported that the pump history was inaccurate. The pump was reportedly alarming "exceeds max total daily dose" and the patient noticed that the pump was set on the incorrect date. The patient was reportedly using the pump for one week. The patient reportedly set the time and date on the pump when she received the pump on (B)(6) 2011. The pump history was reviewed and the history and on (B)(6) 2011 the basal history and total daily dose history did not add up correctly. The patient confirmed that the pump has not been suspended since she received the pump and she was confident that she set the time and date correctly on (B)(6) 2011 and it has not been changed since. This report is made based on the allegation that the pump basal history was inaccurate.